Event description:
Hamilton medical ag received the following incident description: the unit was given to biomed in a constant alarm state with multiple technical faults flashing on screen. The customer attempted to turn the unit off and was unable to. The unit was left unattended until the battery depleted and the device shut off. Upon startup, the unit functions normally with no alarms or technical faults.

Manufacturer narrative:
The issue was discovered during start up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective vu and ip esm board. After replacing the vu and the ip esm board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defects on the vu and ip esm board could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the unit was given to biomed in a constant alarm state with multiple technical faults flashing on screen. The customer attempted to turn the unit off and was unable to. The unit was left unattended until the battery depleted and the device shut off. Upon startup, the unit functions normally with no alarms or technical faults.